Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-nov-2022 . H6: investigation summary our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issues of catheter defective / damaged was confirmed but silicone visible was not confirmed upon inspection of the samples. Analysis of the sample showed that no visible lump or droplet of transparent, gel-like substance was observed on the catheter tubing. A curved cut/hole was observed on the catheter tubing at location approximately 6mm from the nose of adapter. Bd determined that the cause of the failure was a bent nest pin at the one of the swaging manufacturing machines. When the swaging fixture pressed down, the catheter tubing was bent and caused the nest pin to pierce through the tubing, creating a curved cut/hole on the tubing. The bulge was most likely due to deformation of the catheter tubing caused by bent tubing when the swaging fixture pressed down. Production records were reviewed, and this batch was compliant with our product specification requirements.

Event description:
It was reported that there was a tear found at the bd angiocath plus¿ IV catheter cannula. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tear... At the cannula".

Event description:
It was reported that there was a tear found at the bd angiocath plus¿ IV catheter cannula. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tear at the cannula".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.